Event description:
It was reported by service report that the head end jack was drifting and could not be fully pumped up. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.